Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on 21-mar-2018 a field service engineer (fse) was at customer's site and confirmed several "2015" errors from the instrument's error logs. The fse replaced the b/f wash probe and checked proper bottom positioning. Fse cleaned the drive screw threads on the b/f wash assembly and lubricated with tri-flow. Fse performed the daily check which completed successfully. Fse ran qc, all values were in range. The aia-360 instrument is working within specifications. A (B)(4) complaint history review and service history review for similar complaints was performed for the aia-360, serial number (B)(4), from (B)(4) 2017 through aware date (B)(4) 2018. There were no other similar complaints identified during the searched period. The aia-360 operator's manual under section 7-1: list of error messages states the following: the 2015 bf probe purge failure description: purging by the bf probe is abnormal. Troubleshooting: clean up the wash probe tip or replace it. Contact the service department. The most probable cause of the reported event was due to the faulty b/f wash probe.

Event description:
On (B)(6) 2018, a customer reported receiving 2015 bf probe purge failure error message on the aia-360 instrument. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for cardiac troponin I (ctnl2). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. The wash probe assembly was returned for investigation on 38-mar-2018. Functional testing did not confirm the reported wash probe failure. Device evaluation by manufacturer: functional testing did not confirm reported wash probe failure.